Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the station was stuck on blue screen. The technical support specialist connected to the station, switched it to the admin profile, and implemented the relevant knowledge article. After restarting the station, the med applications launched without any problems. The customer has verified that the issue has been successfully resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, it was frozen at the care fusion screen. The customer reported that this malfunction has prevented them from logging in and dispensing medication, resulting in delays in patient care. There were no adverse events or injuries reported based on this incident.